Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was from a consumer and a manufacturer representative. It was reported that the pump was malfunctioning. The pump had emptied before it was supposed to and now the gears were grinding. The patient's pump was in his back and not his abdomen. His buttock burned so bad he could not sit and it was radiating down his legs and into his arms. The pump was causing excruciating pain. He was on medication for the pain but it was not helping. His body really hurt. He went to the emergency room (ER) and was told he had an infection and needed to have emergency surgery. Then another group of doctors came in and said the patient just had fluid around the pump and it was nothing to worry about. He was not comfortable with that answer. He had called the doctors on the list provided by the manufacturer and none of them would service a pump they did not put in. The implanting hcp would not fill the pump and did not disclose why. The patient had an appointment with a different hcp to get his pump filled and after he got to the appointment they told him they did not fill pumps. The patient said the pump was malfunctioning and was not safe to use. The patient reported the event date was in (B)(6)2018. It was unknown if environmental, external, or patient factors caused this issue. It was unclear what "state" the patient was living in. No known actions/interventions were taken. The issue was reported to be unresolved and the patient was "alive - no injury." There were no further complications reported at this time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable drug infusion device. The drug being delivered was 4 mg/ml dilaudid (hydromorphone) at 1.9 mg/day. The reason for use was non-malignant pain and other chronic/intract pain (trunk/limbs). It was reported that the patient was in desperate need of someone to refill his pump. The caller stated that the pump was empty and he can¿t find anyone who will refill it. The empty pump was noticed on (B)(6) 2018. The caller has been homeless and moving from town to town. They were going through withdrawal starting on (B)(6) 2018. They had ¿chest pain, hot, cold, feels like he is going to throw up, sick, sweating, and can¿t stop crying.¿ the caller stated that the pump ¿must have went empty today¿ ((B)(6) 2018) because he woke up like this and ¿when he taps on the pump it is hollow.¿ the caller also stated that he does not hear the alarm because it is too low. No interventions were mentioned. The patient did not have a healthcare professional (hcp). The patient tried the hcp listing that the manufacturer sent, and no one would help him (the hcp¿s information was provided). The caller asked if there is a hospital he can go to that manages pain and can refill his pump. It was reviewed that hospitals are not familiar with the pain pumps but they can help with his symptoms. The caller then asked if his family were to request the order of medication, if a manufacturer¿s representative (rep) could fill the pump. It was then reviewed that the reps cannot refill pumps. The patient was provided with ¿bhi¿s¿ phone number and the manufacturer was going to reach out to reps in the area. The patient is requesting further assistance in finding someone as ¿they feel they are out of time.¿ there were no further complications reported/anticipated.